Manufacturer narrative:
A specific root cause could not be identified. The issue with electronic noise was confirmed as a possible root cause. A pre-analytical issue could not be excluded as it was noted the customer was not following the tube manufacturer's recommendations for centrifugation conditions.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin I stat result for one patient sample. The result for the first sample drawn from the patient was 1.1 ng/ml and was reported outside the laboratory. Six hours later another sample was drawn from the same patient and the result was <0.300 ng/ml. The nurse called and asked that both samples be retested. Both samples were tested on the elecsys 2010 and the result for both samples was <0.300 ng/ml. Both samples were then tested on a cobas e411 analyzer and the result for both samples was <0.300 ng/ml. The repeat result was believed to be correct. The patient was held for observation and had a stress test performed which "came back ok". No actions or inactions were taken based on the result in question. The troponin I stat reagent lot number was 17359701 with an expiration date of 07/31/2014. The field service representative found there was electronic noise on the line as the machine was plugged into same outlet as a printer. He reconnected the ups (universal power supply) unit and observed proper operation. The customer ran correlations.